Event description:
An in vitro fertilization patient sample read <10 pg/ml on may 28, 1998. An unknown fertility drug was given in an attempt to stimulate the patient's follicles. The patient's sample read 2328 pg/ml on june 1, 1998. The original patient sample was re-run and read 257 pg/ml.